Manufacturer narrative:
This supplemental report is being submitted to provide the correct results of the final investigation. Corrected fields: h3, h6(investigation findings) c0703 leak removed, h6(investigation conclusions) d12 removed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Customer name- (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blackout image. The issue had occurred during set up. There was no report of patient involvement.